Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this patient. See also medwatch 2210968-2012-03693. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): patient underwent a mesh revision/vaginal skin tag removal on (B)(6) 2009.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat rectocele and stress urinary incontinence on (B)(6) 2007 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and she has undergone additional surgeries and revisionary procedures. The patient underwent a mesh revision/vaginal skin tag removal on (B)(6) 2009.